Event description:
The patient stated that he applies the v-go device on his thigh and that about 2 weeks ago he developed an infection on his right thigh. The patient's wife is a nurse and is currently treating the infection for him.